Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up information was later received reporting the lead was replaced because it had eroded through the skin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; partial lead in segments returned and analyzed. The outer insulation was torn and breached cut.